Manufacturer narrative:
Analysis found that the reported fault was confirmed. The bur was hard to insert and wobbled when the handpiece was activated. The bur lock mechanism was found to be faulty and the motor was noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had wobbly drill bits during the procedure. There was no delay. There was no patient impact.